Manufacturer narrative:
Product event summary: at analysis the device failed its final functional "cable identification" and the device was replaced to the customer.

Event description:
It was reported that the software analyzer which was returned as an accompanying device tested out of specification during manufacturer's analysis.